Manufacturer narrative:
The qa (quality assurance) results were received on 09-mar-2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment:the benefit-risk relationship of the product is not affected by this report.

Event description:
Swelling in both knees [joint swelling]. Pain in both knees [arthralgia]. Joint fluid retention in both knees [joint effusion]. Case description: spontaneous report was received on 08-mar-2012 from a physician regarding an (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f 20) injection, 2 ml weekly. The lot number of synvisc was not provided. The patient received her last synvisc injection on (B)(6) 2011. On (B)(6) 2011, the patient experienced pain, swelling and joint fluid retention in both knees. On the same day the patient was treated with triamcinolone acetonide (20 ml) and arthrocentesis was also performed and 40 cc of joint fluid was aspirated. The action taken with synvisc was not provided. The patient recovered from all the events on (B)(6) 2011. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and all the events as probable. This is 1 of the 9 cases reported by the same reporter. (B)(4).